Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, 70% stenosed lesion in the subclavian artery. An 8x29mm omni elite 35 balloon-expandable stent system (bess) was advanced to the lesion and the stent implanted; however, due to poor wall apposition the stent migrated in the anatomy. A catheter was used to remove the stent from the anatomy. No additional treatment was provided for the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, a definitive cause for the poor wall apposition and stent migration resulting in unexpected medical intervention could not be determined. It may be possible that the balloon was inflated too quickly resulting in uneven stent expansion or stent slippage relative to balloon. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.